Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2u5uu serial# implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the ins moved and was not working. Patient fell down a flight of stairs at christmas time. They therapy hadn't worked since (B)(6). Their bladder wouldn't empty. When they turned up the stimulation, they didn't feel anything at all. Patient contacted their doctor, but the patient wanted to know if they should shut off the stimulation. Agent suggested since they weren't getting relief and were not feeling the stimulation, they should turn the device off until they talk to their doctor. Caller said when they did the cat scan of their stomach the could see that the wires were twisted. The patient did say they didn't know if the interstim not working caused the uti or the kidney infection. On (B)(6) 2026 additional information was received from the patient. They asked if the should bring their external devices to the procedure their doctor had scheduled for them on (B)(6) 2026 due to them falling down the stairs, knocking the device out of place and it was not stimulating. They repeated a cat scan was done which showed it was out of place. Reviewed external device information.